Manufacturer narrative:
(B)(4). Patient states he was revised a year later for loose stem. Had another revision on 2011 because it popped out. He still cannot function with daily life without help, and it still hurts and makes noise. Doi (B)(6) 2008 dor 2009; doi 2009 dor 2011; doi 2011 dor no revision at the time. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product and lot information were not provided for the remaining devices. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies for the reported product and lot combinations. The lot code was not provided for the liner and head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Maude report (B)(4): patient states he was revised a year later for loose stem. Had another revision on 2011 because it popped out. He still cannot function with daily life without help, and it still hurts and makes noise.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem.

Manufacturer narrative:
The devices associated with this report were still not returned. A search of the complaint database found no additional reports for the stem or metal head part and lot code combinations. A search of the complaint database search finds one additional reported incident against the lot code 2404155 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: ((B)(4).

Event description:
As per review of the medical records, it was confirmed that there was no dislocation, no loosening and no stem fracture reported in the first revision.